Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the physician activated cautery to advance the catheter into the pseudocyst, the physician lost eus visualization of the distal end of the device. Reportedly, eus visualization during the procedure was never great, but deteriorated upon activation of the cautery. When the physician deployed the first flange of the stent, it was deployed outside of the pseudocyst. The physician then decided to fully deploy the stent to ease removal of the stent from the patient. The stent was removed from the patient with a grasper, and the procedure was completed with a second axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.